Manufacturer narrative:
Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a suction break raster on a patient's eye.